Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance reason. This rv lead was replaced with the same model. No additional adverse patient effects were reported.